Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument main tube insulation exhibited abrasions/wear. The distal end of the main tube had a gouge in the insulation, causing a flap of material to become lifted. The damaged area was located roughly 1.8 above the clevis. The cannula was still attached to the instrument and could not be easily removed due to the damaged insulation. No insulation material was missing, as the flap can be pushed down and completely covered the exposed section of shaft. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the crocodile grasper instrument insulation was allegedly cut. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.